Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received hip-tep right side. During a scheduled check up on (B)(6) 2014 a grinding was obvious. Patient had no pain. X-ray control showed a broken inlay. Revision showed a chipped inlay rim.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of device history and manufacturing records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.